Event description:
The pt was running on treadmill at 7.7 mph approx 10 mins when the treadmill suddenly stopped and pt fell forward onto the handlebars. Pt then began to complain of "stiffness" in low back and pain. Over the next 15 mins pain increased to where pt's lower back and left lower extremity were painful. Seen in walk-in clinic for evaluation by md on 7/3/96. Follow-up md appointment scheduled 7/10/96.